Manufacturer narrative:
Isi has received the illuminator associated with this complaint and completed investigations. The reported failure was confirmed. Upon visual inspection it was found that the fan was dirty. The ac fuse was good. The illuminator was installed and tested on an in-house test system and an error displayed with no power on the unit. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated error 48238 and 297 occurred. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified after the ports were placed, the system was checked prior to start, and troubleshooting was completed. It was recommended by the isi field service engineer (fse) to use an external light source. The site completed the procedure robotically with an external illuminator. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site to investigate; confirmed and replicated the reported event. Fse replaced the illuminator to resolve this problem. System verified ready for use the illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.